Manufacturer narrative:
Complaint filed in another country, however, the same or similar glove is sold in the us.

Event description:
The customer claims that they have changed from protigrity to gammex microthin pf after burning during. Then, the user had a local skin reaction which become general: allergy. Customer has changed again from gammex pf micro thin to triflex, and no more reaction.